Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). This mtm was returned for failure analysis and the reported (error 1) was confirmed and replicated. In the logs, the error 1 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle found the issue to be related to the embedded sterilizer in master base (esmb), main wire harness, and black and white flat flex cables (ffc). Once testing was completed, the esmb, main wire harness, and black and white ffc was tested and was verified to be the source of the fault. As a result of these findings, failure analysis testing was able to conclude that the esmb, main wire harness, and black and white ffc were the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reports that they keep getting a fault on universal surgical manipulator (usm) 2. Technical support engineer (tse) reviewed the logs and found the errors for the left master tool manipulator (mtm) and not arm 2. Tse had them hard power cycle the console, and the fault came back again at power-up. The customer was trying to locate another console to use for the system when they hung up. The procedure outcome is unknown with no reported injury.